Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. "Acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The complainant reported a patient (unknown race and ethnicity) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced low pump flow and device malpositioning. The patient went into cardiac arrest and expired. The patient presented to hospital with four-day history of significant chest pain and found having an acute myocardial infarction. The patient was taken to the catheterization found an occluded left anterior descending artery, right coronary artery and 80% occluded left circumflex artery with extensive left ventricular wall ischemia and decreased right ventricular function. During the percutaneous coronary intervention, the patient started exhibiting shock signs and the decision made to implant an impella cp device. The implant was uncomplicated, and the patient was taken to the unit on mcs. Over the next six hours the patients clinical state deteriorated, needing fluid resuscitation, inotropic support. The patient was determined to be unsuitable for ECMO, lvad or heart transplant given the presentation and clinical state. The patient had increasing suction alarms due to volume and right ventricular function and as the patient worsened. The patient had an episode of hematemesis resulting in excessive movement and malpositioning of the impella cp device into the ventricle. Attempts were made to reposition impella cp pump under echocardiogram; however, the patient subsequently arrested with a rhythm of asystole. After 30 minutes of resuscitation attempts including rsi, the patient had never regained a heart rhythm and decision was made to withdraw care.